Event description:
Pt was being treated for wound care at home by a visiting nurse. Acticote absorb was applied to the wound instead of acticote silver. Packing is very similar and were placed next to each other on the shelves. Nurse involved was unaware that there was a difference between the two products. Dressing "turned to cement" and required use of several types of topical and injectable anesthetics to attempt to remove causing pt a great deal of pain. Unable to remove all. Had to return to wound care clinic a second attempt. Packaging was very confusing. Rptr asks if MFR could consider changing.